Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the power supply board and k1 relay were replaced on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system was unable to perform image acquisitions. It was noted that the imaging system was able to at the beginning of the procedure. Restarting the imaging system restored functionality.

Manufacturer narrative:
Correction: there was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. The surgeon completed the procedure with the use of the navigation system. Device manufacture date updated to proper value.

Manufacturer narrative:
The relay and supply board were returned to the manufacturer for analysis. The components were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.